Event description:
During follow-up, oversensing of noise and inappropriate automatic mode switch was observed on the right atrial (ra) lead. Insulation damage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences.